Event description:
During generator change and upgrade to biventricular ICD, the current sprint fidelis lead was palpated along its length. Noise was noted on the ventricular side when palpating where the lead entered the vasculature. Therefore, the lead was explanted and a new pace/sense lead was placed. The patient did not experience any symptoms/shocks relating to the lead. The patient's outcome was satisfactory. Manufacturer response (as per reporter) for lead, fidelisno correspondence at this time.